Manufacturer narrative:
It was indicated by the customer that the products used during the reported event will not be returned to masimo for evaluation. If new information is obtained or the product is returned, a follow up report will be submitted., corrected data:

Event description:
The customer reported that a hemaque device read 12.3 and 11.9. 2 hours later the customer obtained a reading of 16.3 on a pronto device. No patient impact or consequences were reported.